Manufacturer narrative:
Initial MDR 1219913-2023-00002 was filed on jan 04, 2023 reporting a customer from outside the united states obtained a discordant elevated atellica im high-sensitivity troponin I (tnih) result for one patient. The sample was repeated three additional times on the same atellica im analyzer, and the results were comparable to initial result. The sample was tested on an alternate method and the result was lower than all the atellica im tnih results. Additional information - feb 22, 2023. The customer observed an unexpectedly elevated atellica im high-sensitivity troponin I (tnih) result on one female patient serum sample that was low/normal on an alternate method 1. Siemens reviewed the available information to determine probable cause and evaluate for a potential product issue. Quality control (qc) was in range at the time the sample was run and the patient sample results were reproducible: atellica im initial result: 156 ng/ l (99th% female serum = 38.64 ng/l; male serum = 53.53 ng/l), repeated in duplicate (uncentrifuged sample): 157.085 and 160.605 ng/l and again (centrifuged sample): 158.740 and 155.565 ng/l. This indicates a sample/patient specific incident. The sample was also run on an alternate method 2 with low/normal results: alternate method 1: 6.5373 ng/l; alternate method 2: 8.7 ng/l (alternate method 1 interval : female 10 ng/l; male 20 ng/l / alternate method 2 interval: female 16 ng/l; male 26 ng/l). No sample was available to be sent to siemens for further investigation for any sample interferents that could cause the elevated result. The atellica im tnih method is a high sensitivity troponin I method vs the alternate method 1 which is a point of care conventional sensitivity troponin I method. Results from different methods are not interchangeable due to differences in assay specificity and sensitivity. There is no expectation that atellica im tnih and alternate method 1 or other alternate methods for troponin will have similar results. Per the tnih instructions for use (IFU) there are conditions other than acute myocardial infarction (ami) that are known to cause myocardial injury and elevated tni values. Results of atellica im tnih should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings. No potential product issue is observed. The customer is operational. In section h6, the investigation finding, and investigation conclusion codes were updated.

Event description:
The customer obtained a discordant elevated atellica im high-sensitivity troponin I (tnih) result for one patient. The initial result was reported to physician(s), who questioned the result. The sample was repeated two additional times on the same atellica im analyzer, and the results were elevated. The sample was recentrifuged and repeated in duplicate and the results were comparable. The sample was tested on an alternate method and the result was lower than all the atellica im tnih results. There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant tnih results.

Manufacturer narrative:
An outside the united states customer obtained a discordant elevated atellica im high-sensitivity troponin I (tnih) result for one patient. The initial result was reported to physician(s), who questioned the result. The sample was repeated two additional times on the same atellica im analyzer, and the results were elevated. The sample was recentrifuged and repeated in duplicate and the results were comparable. The sample was tested on an alternate method and the result was lower than all the atellica im tnih results. The interpretation of results section of the atellica im tnih instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens continues to investigate.